Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated via a manufacturer's implant card that a patient had vns generator and lead replacement surgery performed due to a lead fracture. Attempts for further information are in progress. The explanted vns lead and generator have been returned and are pending analysis.